Event description:
Information was received from a patient regarding an external device. It was reported that the patients wireless recharger will not power on. Caller confirmed when they dock the recharger the battery lights are all green and charged up but when they press the power button nothing happens. Agent tried walking caller through hard reset on the recharger and caller stated still nothing happens, no response and no lights. The issue was not resolved. Replacement sent. Additional information was received from the patient. Caller stated that ever since they received the replacement recharger they still have not been able to charge their implant. Caller stated they no longer have a doctor and need to see someone about this issue. Caller stated they used to never have problems with recharging sothey are not sure why the previous one went band and the replacement we sent didn't work either. Caller stated it just beeps and will not connect with the implant and they are not sure who to call or what to do. Agent reviewed importance of finding an hcp and offered to send message to the field. Additional information was received from the patient. They stated they had their entire system removed on 2023-sep-12 as a result of having charging issues that were never resolved.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.